Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the motor had no power, rough running and seized. The control unit was defective and the trigger blocked. The device was repaired and returned to customer on (B)(4) 2013. The complaint is indeterminate. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.

Event description:
During service the technician found the motor had no power, the control unit was defective and the trigger was blocked. This is report 1 of 1 for #(B)(4).